Event description:
It was reported that therapy was ended and a new therapy was started on the homechoice (hc) while still using the same disposable supplies. The event was reported during prime on the hc and the home patient (hp) was connected. The technical service representative (tsr) assisted the hp to end therapy. The tsr advised the hp to either finish therapy with manual supplies or start over with all new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a use error - reuse of single-use product during the prime stage, where it was reported that therapy was start over with the same disposable supplies used. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device instructs the user not to attempt to reuse any disposable supplies and warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.